Event description:
A pt reported experiencing inaccurate high results with a ot basic enhanced meter. The pt's blood glucose results were 296, 171. Tests were done within 10 minutes with a difference of 47%. Pt did not experience any adverse events. No further info has been reported.